Event description:
It was reported that pump displayed malfunction alert code malf 0 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require assistance from third parties, and technical support provided reset instructions, assisted with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alert returned, which customer understood.